Event description:
It was reported by the customer that the pyxis medbank system drawers 9 and 10 failed to open, preventing users from dispensing the required medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers failed to open due to the faulty controller board, which resulted in a delay to patient care. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.